Event description:
Sensor stopped reading from 2am to 5am and a sever low happened with a seizure, biting of tongue, and caused body issues including a messed up back. Another failure by abbott and the freestyle libre plus and I guess selling defective medical devices is okay by the FDA.